Manufacturer narrative:
The patient information is unknown. This report is for an unknown screw/unknown lot. Piece of screw remains in the patient; device was not explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) synthes small fragment plate and screws were implanted on (B)(6) 2014. On (B)(6) 2014, during the ablation of osteosynthesis material, one of the screws could not be removed. The broken screw was left in the fibula. The metal was pruned so as to not harm the patient. This report is for an unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.